Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl and the current blood glucose was 574 mg/dl. Customer treated high blood glucose with manual injection. Customer stated that the insulin pump alarmed insulin flow block alarm. No further patient complications were reported. Troubleshooting was declined by customer and the customer will continue the use of device.